Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was received with minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer mentioned that she wears the insulin pump in her bra. Customer's blood glucose reading at the time of the call was 104 mg/dl. No further information reported.